Event description:
The international customer reported there is a flow monitoring problem. The customer reported patient involvement with no harm to the patient.

Manufacturer narrative:
Follow up attempts were made to obtain additional information regarding patient information; no response received to date.